Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery that was stuck in side 1. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4: a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the battery was unable to spring out on one side of the pump. The fse replaced the springs and power slot interface board to resolve the issue. The unit passed all functional and safety tests and was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0670-00-1162 rev. B, sn: (B)(6) swemco, pn: 0997-00-1189 rev. A, sn: (B)(6) swemco parts were received with a reported failure of the battery getting stuck in slot 1. The fat performed a visual inspection and found pn: 0997-00-1189 to have bent pins in slot 1. The fat installed pn: 0670-00-1162 in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No issues found during testing. Parts are physically damaged and obsolete revisions and will not be sent back to the supplier. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.